Event description:
The customer reported to olympus, there was no air/water flow with the evis exera iii gastrointestinal videoscope. Inspection and testing of the returned device found a foreign object was stuck and came out of the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a foreign object was stuck in the nozzle (air/water channel) due to insufficient reprocessing. The foreign object came out of the nozzle. The following observations were made during the device evaluation: the up/down knob could not be locked securely due to wear of elevator (fe) lever, the water removal ability did not meet the standard value due to clogging of nozzle. The plastic distal end cover (c-cover) had a scratch. The adhesive on distal sheath (a-rubber) had a crack. The connecting tube had buckling. The universal cord had buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified (other than what looked to be a piece of black rubber) and the material likely remained due to insufficient cleaning. However, the definitive root cause was unable to be determined. The event can be prevented by following the instructions for use: "operation manual: 3.8 inspection of the endoscopic system: inspection of the air-feeding function / inspection of the objective lens cleaning function shows how to detect the event." Olympus will continue to monitor field performance for this device.